Event description:
It was reported that multiple attempts were made to insert the cr surface implant 10 mm while following the correct insertion orientation; however, the component would not fit. Upon inspection, the articular surface was found to be deformed. The surgery was completed with a second device. There was a delay of approximately 30 minutes. There were no known consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: 42530007102 - psn tib por 2 peg sz e r - (B)(6). G2: foreign - event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.